Event description:
It was reported that: introducer needle hub cracked when physician connected the raulerson syringe, prior to use. There was no patient involved. Another pack was opened to complete the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. The product IFU warns the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: introducer needle hub cracked when physician connected the raulerson syringe, prior to use. There was no patient involved. Another pack was opened to complete the procedure.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only**.

Event description:
It was reported that: introducer needle hub cracked when physician connected the raulerson syringe, prior to use. There was no patient involved. Another pack was opened to complete the procedure.